Event description:
It was reported on (B)(6) 2014, two zipfix implants would not lock and one zipfix implant broke during surgery. The surgeon was performing a coronary artery bypass graft and while applying the implants, one broke and two would not lock while trying to close the sternum. There was no patient issue and the patient outcome is good. There was a 2 minute delay in surgery and no additional medical intervention required. The procedure was completed successfully with back up devices. This report is 2 of 3 for complaint (B)(4). Zipfix that would not lock.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no device was received. A review of device history record was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: this report, MFR# 9612488-2014-10005 was filed in error. MFR# 9612488-2014-10005 is a duplicate report to MFR# 9612488-2014-10006.

Manufacturer narrative:
A manufacturing evaluation and product development evaluation were completed: we received three devices without their needles. The sternal zipfix implants were received in fragments. The investigation shows that it was found and documented that one of the devices was cut opened after application by the user with a cutting device. All device needles had been removed directly behind the needle and not as per the technique guide instructions. It was seen that the locking feature was damaged and twisted on one of the devices. There were no design related issues found on the returned devices which could have contributed to the failure of the devices. The product development cannot explain the failures. The removal of the device needles at the incorrect location should not have an influence of the device locking and/or performance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.